Manufacturer narrative:
(B)(4). No product will be returned per customer because the set was discarded. The customer complaint of set leaked at upper fitment to pvc tubing could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported chemo was hung with new tubing. The pt called the nurse back because he noticed leaking. Nurse found that the leaking was coming from the upper fitment to pvc tubing engagement. No pt harm or medical intervention occurred. Customer stated that no further pt/event info is available.